Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a cp support for a patient admitted in with cgs/ami (cardiogenic shock/acute myocardial infarction) for 3 days when the patient expired. The patient had been a full code when the patient expired. After the death and pump/aic (automated impella controller) removal the team observed console damage. The aic was removed from service and IFU will be followed and a backup console used for support.

Manufacturer narrative:
The investigation of automated impella controller (aic) aic - damage has been completed. No data review is needed for this complaint. During the visual investigation the purge disc retainer was found to be broken. The root cause of the issue was a broken purge disk retainer. D9 date device returned to manufacturer added. B5 statement was revised on manufacturer device report: 1220648-2024-17642 to include the mso statement. D2 common device name was revised on manufacturer device report: 1220648-2024-17642 in accordance with updated procedures. D4 model number was revised as it was inadvertently entered incorrectly on the initial manufacturer device report number: 1220648-2024-17642. D6a should have been blank on manufacturer device report: 1220648-2024-17642. E4 should have been left blank on the initial manufacturer device report number: 1220648-2024-17642 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report: 1220648-2024-17642 in accordance with updated procedures. H5 was revised as it was inadvertently entered incorrectly on the initial manufacturer device report number: 1220648-2024-17642. H6 health effect - impact code 1802 was revised as it was inadvertently entered incorrectly on the initial manufacturer device report number: 1220648-2024-17642.

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome. The issue with the removing the tubing from the console after patient demise can be dissociated from the demise outcome.